Manufacturer narrative:
D10 concomitant products: lf1212 sml ligasure jaw sealer/div - lf1212, lot# s1gh720x, forcetriad force triad energy platform - forcetriad, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use on hemorrhoid surgery, the two device¿s sealing were inadequate or partial, despite evidence of energy delivery and end tones being heard. The device had only one good seal. Another device was used successfully with the same generator. There was no patient injury.